Manufacturer narrative:
The affected device was not returned. Visual inspection and functional testing was performed on current inventory and no abnormalities were found. A nonconformance has been opened to further investigate this defect.

Event description:
The customer alleges that " light is flickering on and off." No other details were provided and no patient injury/harm reported.